Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation the adhesion/clogging of the material at the plastic distal end cover/probe cover and the bending section cover or distal sheath (black covering of the bending section) glue was confirmed. However, the root cause of the foreign material remaining in the device could not be identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a broken bowden cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: bending section cover adhesive had foreign material and plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found switch 1 had a pinhole, up/down knob was cracked, suction cover was cracked, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, scope connector cover unit was corroded, suction connector label was damaged, due to a chip on objective lens, the image had dark images, due to wear of angle wire, bending angle in up direction did not meet the standard value, light guide lens was cracked, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, bending tube was deformed, connecting tube was snaking, universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.